Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case damaged by front corners and the bottom case had seal damage. Upon review of the pump event history log, check clutch error was found. Device underwent functional testing; unable to confirm the reported customer complaint. The size position and force was in factory specification. Because the customer complaint was confirmed in the event history log, the clutch half's left and right with lead screw and spring were replaced. The problem source has been determined to be unknown.

Event description:
Information was received that device receiving error messages and not seeing battery. No adverse effects reported.

Event description:
No patient involvement.

Manufacturer narrative:
Other, other text: additional information- no patient involvement. Device evaluation was already provided with initial report.